Event description:
Performed 19 ablations between 1435 and 1525 at 70 watts, 70 degrees c. Temp. Impedance at 80's. At 1615 when procedure completed and grounding pad removed, a reddened area approx 1" x 2" found beneath top of grounding pad. Md notified and observed skin. By the next a.m., the redness was gone but a 1/2 dime-sized reddened blister was evident.